Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported released to this event.